Event description:
It was reported that the patient would feel stimulation when the implantable neurostimulator (ins) was off and it would last for days. It was stated that this had happened over the last month. It added that the patient felt stimulation in his lower back, hips, and legs when lying down and walking. It was further stated that since (B)(6) 2013, stimulation had not done what it used to. Additional information was requested, but had not been received as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the stimulation was not helping with his pain "as much as it used to". It was noted that when the patient would feel the stimulation when the ins was off, it would be at "a lower grade". It was reported that the stimulation was causing the patient discomfort.

Manufacturer narrative:
Product ID 3708240 lot# serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 3998 lot# v023339, implanted: 2007 (B)(6); product type lead product ID 3708320 lot# serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 3487a-33 lot# j0315898v, implanted: 2003 (B)(6); product type lead. (B)(4).